Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels reaching 416 mg/dl. Customer was treated with through intravenous insulin drip. Troubleshooting was performed and pump appears to be delivering as expected.